Event description:
It was reported that a patient's hip stem disassociated. The surgeon has stated that a revision surgery is needed but has yet to be scheduled.

Manufacturer narrative:
(B)(4). The investigation is on-going. A supplemental report will be submitted at the conclusion of the investigation.

Event description:
It was reported that the revision surgery took place on (B)(6) 2016 to replace the stem.

Manufacturer narrative:
A modular neck, ball head and mod pf revision stem were returned for evaluation. A visual inspection revealed all three devices are intact and show surface marring and scratches. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted marring was observed on the proximal end of the stem, as well as on both sides of the stem mating end of the modular neck. These scratches may have been caused by the dislocation of the modular neck or by instruments during implantation/extraction. Wear could be seen on the internal surface of the stem at the stem-neck connection site which was potentially caused by the dislocation of the modular neck. There are no signs of wear on the articular surface of the head. Debris was observed on the internal surface of the head. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.